Event description:
Procedure: laparoscopic gynecologic - unspecified. Reportedly, the balloon ruptured inside the cavity. Pieces were removed from the cavity. Used another device to complete the case. No injury reported.